Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy for a rapidly conducted atrial flutter. This did not convert the rhythm and subsequent shock therapy may have escalated the rhythm to ventricular fibrillation (vf). Therapy was exhausted in the vf zone and external rescucitation was necessitated. It is reported that the patient has an extensive medical history including kidney failure, dialysis and electrolyte imbalance. High defibrillation thresholds (dfts) were present at implant but no sq array was implanted.